Event description:
The device was returned due to sensor hardware failure (dsps sensor). Upon return, the device started up with no alarms. Log files indicate sensor hardware failure (dsps sensor). Performed mock infusion with no errors. Performed dsps calibration/verification tests, unit passed. Investigation found a gap between the front housing and handle assembly. Front housing damaged due to broken screw mounts. Lcd screen damaged due to broken screw mounts. Ground connections are braided wire versus insulated wire. The front housing, lcd touch screen, and ground wires will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump problem" patient harm: no stopped infusion: no. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.